Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model: g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a mitraclip procedure, an air leak occurred at the hemostasis valve of the sheath. Following atrial septal puncture, air was noted to enter the sheath on the echocardiogram. Air suction was performed, and the sheath was removed. Outside of the body, it was confirmed that the valve was leaking. The sheath was exchanged, and the procedure was completed with no adverse patient consequences. The sheath was retained by the customer.